Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, upon insertion of the enroute guidewire, the physician felt resistance and did not advance easily. An angiogram image was taken and noted a dissection. The physician made the decision to cover the dissection with two additional stents to resolve the dissection.